Event description:
It was reported that during preparation of the 7.0x18mm rx herculink elite stent delivery system (sds) was prepped prior to removing the protective sheath. During removal of the sheath, the stent dislodged. Another same size herculink elite was sued to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: incorrect prep.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that during preparation of the 7.0x18mm rx herculink elite stent delivery system (sds) was prepped prior to removing the protective sheath. It should be noted that the rx herculink elite peripheral stent system instruction for use lists the removal of the protective sheath to be performed prior to the stent delivery system preparation (step 8.5). In this case, it is unclear if the instruction for use (IFU) deviation related to incorrect stent preparation contributed to the reported event. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.